Event description:
A clickx 3-d head disengaged post operative. 3-d head was implanted during a procedure to extend a previous l2-l5 anterior/posterior fusion. Patient was extended from l4-s1 with plif spacers and autograft. The 3-d head was replaced.